Event description:
It was stated that the insulin pump failed the high pressure test with two different infusion sets. A blood glucose of 280 mg/dl was also reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.